Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report that the insulin pump alarmed motor error during basal and bolus. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. However, the customer was not able to complete the fixed prime process. Replacement product is being sent.